Event description:
Dewar tank was delivered wtih nitrogen for an oxygen system by boc gas. The dewar was connected into the oxgyen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.

Event description:
Dewar tank was delivered with nitrogen for an oxygen system by boc gas. The dewar was connected into the oxygen system and delivered nitrogen to ten pts on the system.